Event description:
Info received indicates the valve was removed due to stenosis and regurgitation. Cuspal tears were noted during device retrieval. The valve was replaced with no additional consequence to the pt.